Event description:
As reported on (B)(4) 2013, a pt of unk age and gender presented for a right leg intervention. The physician had placed the introducer over the wire. As he pulled the dilator and wire out of the pt, the wire broke off inside of the pt. A snare was used to successfully retrieved the fractured piece of guidewire from the pt. It was reported the pt suffered no harm or injury due to this event. It was reported the device was disposed of by the user and is not available for return to the MFR for evaluation.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for evaluation. An investigation into the root cause of this incident is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. As reported, there was no harm or injury to the pt due to this event. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).